Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator and recalibrated iris and blades. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a bad iris pot error message on the c-arm. There was no report of patient injury.